Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: based on the available information, it is unlikely that the cycler contributed to the bleeding episode. There is no documentation suggesting the event was related to the cycler of dialysis treatment and no product deficiency was alleged. The patient has a history of gi bleeding and has be hospitalized several times for gi bleeding.

Event description:
During the follow up on a separate event the pdrn (peritoneal dialysis registered nurse) revealed the patient was hospitalized on (B)(6) 2018 for gastro intestinal bleeding. Hospital documents received indicated the patient presented with gi bleeding attributed to avms (arteriovenous malformations). Gi tests conducted showed localized bleeding near distal terminal ileum. Treatment considerations included intestinal resection if bleeding continued. By (B)(6) 2018 the bleeding had stopped and the patient was discharged home with out-patient follow ups.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.